Event description:
It was reported that a patient was hospitalized due to pain, in which the cause was found to be a splenic tear. It was noted that the endoscopist felt as if the endoscope's excessive flexibility may have contributed to the complication. The patient was discharged home after 24 hours of observation.